Event description:
While inserting screw, surgeon and staff heard a "pop"; the screw driver tip cracking into pieces. Surgeon retrieved metal pieces from wound. Ten minute surgery delay. No harm to pt. Additional information received from the sales representative in 2010. The sales representative reported that three weeks ago, a male pt underwent a primary fusion surgery at l4-l5 as a result of leg and back pain. As the surgeon was implanting a screw into the pedicle, he took a fluoro and noted that the screw needed to be advanced 10 more mm. As the surgeon took the driver and was pressing on the screw, there was a pop noise. When removing the driver, it was noted that the end piece was gone. The surgeon picked out the broken pieces, irrigated the wound and suctioned. The tech was able to assemble the pieces of the driver so that the surgeon felt confident that all broken pieces had been retrieved. The surgeon finished the surgery using a dorsal height adjuster without further incident.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.